Event description:
It was reported that the patient was at home and feeling unwell most of the day and when they sat on the edge of their bed they became unresponsive. The patient was brought to the emergency department where their blood pressure was 108/d before the patient continued to destabilize. Chest compressions were performed, there was difficulty performing intubation, and the patient was given several rounds of epinephrine before the blood pressure was lost and they ceased to breathe. The event occurred at an outside hospital and no autopsy was performed. The device was not explanted.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrest as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. H is currently available. Section 1 of this IFU lists the adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.